Manufacturer narrative:
(B)(4). This device has not been returned, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine device revision procedure that this left ventricular (lv) lead exhibited high, out of range pacing impedance measurements (greater than 3000 ohms), high pacing thresholds, and loss of capture. Upon inspection the physician noted that the lead had dislodged, and had a fracture. The lead was surgically capped/abandoned (i.e., it remains implanted but is no longer in service). The lead is not expected to be returned for analysis. No adverse patient effects were reported. .